Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked display window, cracked reservoir tube lip and cracked reservoir tube.(B)(4)

Event description:
The mother reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was 544 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting found insulin was able to exit during a fixed prime. The mother also reported a crack was present near the reservoir window on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.